Event description:
It was reported that a 1000 ml eva bag leaked from its administration port tubing, just above the closure. This occurred after filling and before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the device was returned for evaluation. Visual inspection was performed with no issues noted. Underwater leak testing was then performed and identified a leak from between the bag and the infusion port due a lack of welding. The cause was determined to be a machine or equipment error during the manufacturing process. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.